Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 year and 5 months after dental implant was installed in patient¿s mouth, it had to be removed because the patient was in pain. A 30 ncm of primary stability was achieved and immediate load was performed and the patient presented insufficient bone quality/quantity (bone type iii).